Event description:
A (B)(6) female pt contacted zoll customer support to report she had to hold her charger/modem's power cord to get the battery charger to power on. The pt was provided a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon eval, the power supply was defective. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply. The pt received a replacement charger/modem.